Event description:
Event desciption cpi received info that this possis sutureless lead was capped. The physician elected to perform an invasive procedure due to lead fracture. Two possis leads (both model 4320) are involved with this pt's lead system, cpi is unable to determine which serial has the problem, therefore will report on only one at this time.